Manufacturer narrative:
H11-: corrected data: subsequent to the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report of 3007215625-2021-01590-00.

Event description:
This is a correction to indicate duplicate emdr.

Manufacturer narrative:
It has been identified that this record, mrn 3007215625-2021-01925, is a duplicate of mrn 3007215625-2021-01590. Please see mrn 3007215625-2021-01590 for reportable events.

Event description:
Previous emdr submission noted paradoxical adipose hyperplasia (ph). Upon further review of information, allergan aesthetics has determined that this record is a duplicate record. Please see emdr 3007215625-2021-01590 as the operating record related to this complaint.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the abdomen and presented with paradoxical adipose hyperplasia.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.